Event description:
(B)(4). My doctor suggested having the essure coils inserted after my second living child. We've had some great complications having children. A few months after having the coils implanted, I started having major bleeding, menstrual pain, back pain, teeth issues, bloating and major headaches. A year to date after having them implanted, we found out we were pregnant, a few week's later we found out it turned into a tubal pregnancy. The issues have kept going since then, then a little over two years after having them, I got pregnant again with our now two year old youngest boy. This issues have only gotten worse and seem to the longer I have these coils. The doctor that had implanted them has told us numerous of times that they couldn't take them out and that nothing could be done. I want these gone from my body and to get the word out, that no women should ever have to go through the symptoms and pain and suffering that these have caused for myself and family.